Manufacturer narrative:
The case description states that the controller was stuck at the initialization screen. On turning on and unlocking the returned controller, it was observed that the controller was getting stuck at step 19 of 29 during initialization. The application was observed to loop and restart periodically at step 1 of 29, only to reach 19 and freeze again. During the download process, the application was taken out of kiosk mode which stopped the application from looping. Messages were generated saying that the omnipod 5 application was not responding. When the wait option was selected, the application was able to break out of the initialization loop and reach the home screen. Inspection of the android log files downloaded from the controller found no visible issues that would contribute to the device failing to get past step 19 of 29. No errors were observed, however the looping of the application was observed in the logs after the first update from 1.0.91 and from the investigation. The exact cause of the initialization error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached high levels but no value was stated. It was also reported that the controller was getting stuck at the initialization screen. The patient was treated with IV (intravenous) fluids and insulin drip. The patient was released two days later.